Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when the jaws were closed, the green button did not illuminate and the issue occurred repeatedly. The operation sound could not be heard either. It was also reported that they were uncertain if the jaws fully closed. There was no patient injury. Additional information reported that the issue was resolved by pressing the green button 10 seconds to rest, inserting the device into and removing out of the charger.